Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed which revealed the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgment was not confirmed. As received, a complete lead was returned for analysis. The helix was completely extended, stretched and damaged. The helix mechanism test was unable to be performed due to the received damaged lead. Electrical tests did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.